Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754 serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported there was a revision surgery moving implants and leads.